Manufacturer narrative:
Information references the main component of the system and other applicable components are: desktop charger. Product ID: 37761, serial# (B)(4). Analysis of the returned desktop charger model 37761 serial #(B)(4) showed it had a broken connector pin on the cable assembly. The cable assembly was replaced.

Event description:
Information received from the patient reported that there was a loose connector on the desktop charger. The patient stated that the recharger had been working "on and off" siince 2015. There was no report of an out of box failure. In addition, the patient reported that their implantable neurostimulator (ins) had been dead since (B)(6) 2016. No patient symptoms or injury were reported in the event. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.